Manufacturer narrative:
Product complaint # (B)(4).additional narrative: 510k: this report is for an unk - screws: recon/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, it was noted that a unknown screw backout related to rfna. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. Concomitant devices reported: unk - screws: nail locking (part# unknown, lot# unknown, qty 1). This complaint involves one device unk - screws: recon. This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported the patient was implanted with a retrograde femoral nail (rfna) construct on (B)(6), 2022. Six (6) weeks post operatively the screw was backing out. A revision procedure occurred on (B)(6) 2022. The screw was removed and replaced. The rfna nail remained in the patient. It was noted there were no patient factors that contributed to the backed-out screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d1, d4, d6, d10, g1, g4, h4 d2: additional product codes: jds and hsb. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part # 04.045.068s, lot # 8l24843, manufacturing site: werk selzach, release to warehouse date: 30 jun2021, expiration date: 01 jun2031, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the lockscr f/medullary nail ø5 l68 xl25 (product code: 04.045.068s lot number: 8l24843) has migrated from its supposed position. It can be visually seen is out of its position. Condition is consistent with allegation. No other issues were found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for lockscr f/medullary nail ø5 l68 xl25 (product code: 04.045.068s lot number: 8l24843). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.